Manufacturer narrative:
Based on the completed investigation, the burns observed at the distal end and on the distal end cover were likely caused by the use of a high-frequency instrument without maintaining sufficient distance from the tip. The identity of the foreign object in the auxiliary channel, the reason it remained in the device, and the root cause of all reported malfunctions could not be established. The event (foreign object detected in the auxiliary water tube) is detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-290 series operation manual IFU document no.: rc5668 rev.: 09 section: chapter 3 preparation and inspection¿ IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual IFU document no.: rc5669 rev.: 03 section: hapter 5 reprocessing the endoscope (and related reprocessing accessories) ¿ should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, a burn was observed on the gastrointestinal videoscope's plastic distal end and plastic distal end cover. Additionally, a foreign object was detected in the auxiliary water tube. There was no patient invovled.